Manufacturer narrative:
One sample was returned for investigation under this complaint. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and a leakage was confirmed coming from the bond between the tubing and filter outlet port. The customer complaint was verified. From the manufacturer's investigation, the potential root cause of leak between tubing and pediatric filter could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) leaked. The following information was provided by the initial reporter: we had another mazzero bifuse malfunction and also a trifuse. Trifuse was leaking at same filter location as bifuses.